Event description:
Additional information was received 08jun2021. The dilator was not in the sheath when the leak occurred. The device did not separate. No resistance was felt during insertion or removal of the device.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a performer introducer leaked blood at the hub. The device was replaced to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional event details have been requested.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, a performer introducer leaked blood at the hub. The device was replaced to continue the procedure. The dilator was not in the sheath when the leak occurred. The device did not separate. No resistance was felt during insertion or removal of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawing, the instructions for use, manufacturing instructions, and quality control data. The customer returned a sheath and dilator to cook for investigation. Physical examination of the returned device showed the silicone valve was displaced within the check flo body. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the lot had 1 reported non-conformances and the sub lot records had 0 non-conformances. Cook concluded that the recorded non-conformance was not related to this incident. A database search for complaints on the reported lot # found no additional complaints reported from the field. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: sheath introduction: ¿upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced.¿ ¿using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure without manufacturing or design deficiency was determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.